Manufacturer narrative:
A complete lead was returned for analysis in two pieces, visual inspection of the lead found external insulation abrasion breaching the optim sheath only at the proximal region of the lead. The cause of the external insulation abrasion is consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis: external insulation abrasion was observed during analysis.